Event description:
It was reported that the pump was beeping while infusing with no specific error message on the display. The cassette was removed and switched to a backup pump but the pump alarmed no disposable." Infusion was able to continue with a new cassette. The reported product fault did occur while in use with the patient but the product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Other, other text: b3: date of event, d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).